Event description:
Customer reported the c-arm is not rotating fully and intermittent collimator problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator cover and gasket and adjusted the cable clamp to allow full c rotation. System operates as intended.